Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with detached end cap.

Event description:
Information received by medtronic indicated that the bottom part of the insulin pump was coming off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.